Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. In conclusion, testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of patient source interference for the samples received from the customer. The interference relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies.

Event description:
The customer reported reproducibly elevated troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. The elevated results were released out of the laboratory. As a result, the patient was admitted to the hospital; catheterization was not performed. The patient's sample was then sent to a third party laboratory for alternative testing and recovered a negative result of 0.00 ng/ml. No additional patient information has been received from the customer. There has been no report of current patient outcome. The patient's sample was collected in becton dickinson (bd) plastic separation tube (pst), lithium heparin plasma, and centrifuged at 5,100 rpm (rotations per minute) for five minutes, at room temperature. The sample was then filtered through an isofilter, placed in an insert cup and loaded through the unicel closed tube aliquoter (ucta). No sample integrity issues were noted. No system issues were reported. The customer sent two patient samples to beckman coulter for further analysis.